Event description:
It was reported that during setup, the footprint anchor sterile packaging had an air leakage. There was a back-up device available and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device and poly bag were returned. The poly bag was peeled open at the chevron end, there is evidence of a continuous seal on the clear portion of the bag. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include mishandling during shipping or storage. Based on this investigation, the need for corrective action is not indicated.